Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a f/u supplemental report will be submitted.